Event description:
The lay user/patient was alleging that a control solution test failed; however, the patient did not specify the result. The lay user/patient disconnected the call and therefore, the issue was not resolved with troubleshooting. There were no allegations of harm or injury.